Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the 80% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Manipulation of the compromised device as the device was being pulled back resulted in the reported stretched stent. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left external iliac artery with 80% stenosis. A 7x60 mm armada percutaneous transluminal angioplasty (pta) catheter was used for angioplasty and then the 9x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployed. During deployment, the stent partially deployed and was above the lesion, so the stent was pulled. This stretched the stent into the common femoral artery (cfa) and part remained in the target lesion. Right common femoral access was obtained and the stent was ballooned with a 6x40 mm armada pta catheter. Then a laser was used in the proximal and mid superficial femoral artery (sfa). The 6x40 mm armada was used to achieve hemostasis on the left cfa in order to treat the sfa as the long sheath needed to be removed from the left cfa to be placed in the right cfa. There was no hemorrhage. The armada balloons functioned as intended without issue. A non-abbott 7x150 mm stent was deployed in the external iliac artery. There were no adverse patient sequela. No additional information was provided.